Manufacturer narrative:
An event regarding crack/fracture involving an exeter stem was reported. The event was confirmed following material analysis. Method & results: -device evaluation and results: visual inspection was performed as part of the material analysis report (mar. The report noted: the parts were examined with the aid of a stereo microscope at magnifications up to 50x. The exeter stem fractured approximate 2 inches from the distal tip. Explantation damage was observed the surfaces examined. The distal tip was analyzed under a scanning electron microscope (sem) for further evaluation. A material analysis has been performed. The report concluded: the exeter stem fractured in fatigue. Eds showed the exeter stem was consistent with astm f1586 alloy. No material or manufacturing defects were observed on the surfaces examined. -medical records received and evaluation: a review by a clinical consultant noted: there was no bone support above the distal two-thirds stem level section due to presence of gross loosening in the cement mantle above the level of the stem fracture. As such, the proximal stem section had completely lost effective bone support. No regular stem can survive such conditions for any length of time and consequently a fatigue fracture developed with known outcome quite consistent with the findings of the mar. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions: a review by a clinical consultant concluded: multiple procedure-related factors regarding cementation technique in revision surgery, cup malposition and inappropriate choice for a short exeter stem type have contributed to an overload condition with loss of proximal stem fixation and ultimately a fatigue fracture exactly at the level of peak overload. Further information such as operative reports, additional x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information becomes available, this investigation will be reopened.

Event description:
The customer reported a revision surgery at (B)(6). Right stem fracture operative reports noted. Cement mantle satisfactory.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported a revision surgery at (B)(6) hospital. Right stem fracture operative reports noted. Cement mantle satisfactory.